Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent left transverse knee procedure on (B)(6) 2014. A custom external proximal housing assembly was attached at the doctor's office on an unknown date. Subsequently, the patient will undergo an external procedure due to a non-functional set screw; however, no procedure has been reported to date. There will be no anesthesia involved.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important." Number 5 states, "implants can loosen, fracture, corrode, migrate, or cause pain." The following sections could not be completed with the limited information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent a left transverse knee procedure on (B)(6), 2014. Subsequently, patient was manipulated on an unknown date. An external proximal housing assembly was implanted. A revision procedure has been indicated due to a non-functional set screw; however, no revision procedure has been reported to date.